Event description:
It was reported that the right ventricular lead exhibited a capture anomaly, high pacing tresholds and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 30.8 cm to 31.1 cm and 51.6 cm to 52.2 cm from the connect or pin. The proximal coil was exposed. The abrasions were consistent with that occuring due to friction to another implantable device.